Event description:
Device report from synthes reports an event in china as follows: this report is being filed after the review of the following journal article: zhang, j. Et al (2022), clinical and radiological comparison of the zero-profile anchored cage and traditional cage-plate fixation in single-level anterior cervical discectomy and fusion, european journal of medical research, vol. 27 (189), pages 1-7 (china). The aim of this retrospective study was to compare the clinical and radiological outcomes of patients receiving a zero-profile anchored cage with those using a traditional cage-plate fixation. Between january 2016 to november 2018, a total of 68 patients who underwent single-level acdf- were included in the study. 35 patients (20 male and 15 female; mean age of 49.6 ± 9.1 years) were treated with the zero-profile anchored cage (zero-p group), and 33 patients (17 male and 16 female; mean age of 47.8 ± 11.0 years) were treated with the traditional cage-plate fixation from unknown manufacturer (cage group). The mean follow-up period was unknown. The following complications were reported as follows: zero-p group: 5 patients complained of mild dysphagia at 1 week postoperatively. 4 patients had subsidence of implants at 12 months postoperatively. This report is for an unknown synthes zero-p. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2, d3, d4, g5-510k: this report is for an unknown unk - constructs: zero-p /unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: (B)(6). H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate